Event description:
Procedure type: spinal surgery -- fusion. According to the reporter: the initial operation was performed in 2009. During a follow-up x-ray, it was noticed that two screws were loose. A second surgery was performed on 03/09/2009 to remove the loose screws. It was noted during the second surgery that partial fusion had taken place. A third surgery was performed approx two months later, to remove all of the constructs from the patient. It was noticed during the surgery that there was wear debris and fluid build-up present around the implants. New pedicle screw constructs were implanted into the patient. The patient left the hospital after two days with no complications noted.

Manufacturer narrative:
During evaluation of the products received for evaluation as well as products from the x-spine inventory, it was found that a dimension on one of the screw components were out of the specified tolerance. This discrepant dimension will prevent an optimal compression of the screw construct onto a rod and may cause a disassociation of the construct in some circumstances. A product recall has previously been implemented for this product.